Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.

Event description:
Related manufacturer report number: 2017865-2023-13405. It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. Provocative testing was performed and the oversensing was unable to be reproduced. The physician suspected lead damage on the rv lead and the ra lead, however, diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.